Event description:
It was reported during follow-up, non-sustained lead noise episodes due to post-paced t-wave oversensing were observed. There were no adverse consequences to the patient during this event, and reprogramming has been scheduled.

Event description:
New information indicates although previous reprogramming was done, episodes of noise due to the t-wave oversensing were still observed. Further reprogramming was done.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.